Manufacturer narrative:
B5: describe event or problem was updated. The primary reported complaint of deployment line breakage during deployment could not be independently confirmed because there were no items returned for evaluation. With the information provided to gore, the root cause of the reported event cannot be established. According to the information provided by the physician, the cause of the reported deployment line breakage was suspected to be related to an interaction with a previously implanted bare metal stent. This suspect of a potential cause of the event could not be independently confirmed during the investigation based on the available information.

Event description:
It was reported to gore that the patient underwent endovascular treatment for a stenosis, located in the distal part of a bare metal stent (bms, non-gore device) implanted in the superficial femoral artery (sfa), with a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device). It was reported that it was planned to reline the distal part of the bms with a vsx device to resolve the stenosis and to extend the bms into the sfa. After the vsx device was placed in the intended position, overlapping with the bms, the deployment line was pulled. Reportedly, only the tip of the endoprosthesis has deployed, then the deployment line has broken. It was reported, that "with a lot of complications" not further specified by the physician, the vsx device could be removed from the patient. Then a bypass was created to treat the lesion. Reportedly the physician suspected that the deployment line was cut by the stent struts of the previously implanted bms. It was reported that there was no harm to the patient due to this event.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the case number. H3 other: as the device was discarded on site, no further investigation of the device can be conducted. H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further information was requested from the physician, but nothing was provided yet. Further investigation is being conducted and will be included in the final report. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent endovascular treatment for a stenosis, located in the distal part of a bare metal stent (bms) implanted in the superficial femoral artery (sfa), with a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device). It was stated that a new vsx device was used as an overlap into the distal part of the stent in order to resolve the stenosis. When the device was in the intended position, overlapping inside the bms, the deployment line was pulled and only the tip deployed a little bit and then the thread broke. With a lot of complications the device could be removed. It was suspected that the thread broke because the stent struts cut it. The device was discarded on site.